Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with (B)(4). This report is number 10 of 10 mdrs filed for the same event (reference 1825034-2013-01479 / 01488).

Event description:
It was reported patient underwent a custom knee arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2013 due to infection. All components were removed and replaced.